Manufacturer narrative:
Continuation of d10: product ID 8780 implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml at 495 mcg for unknown indication for use. It was reported that the patient had withdrawal. Environm ental/external/patient factors that may have led or contributed to the issue was the "patient can't walk". Diagnostics/troubleshooting performed, included a dye study attempted with no flow. It was also reported on table a kink was identified and fixed. Additionally, they saw a tear in pump segment and prophylactically replaced. In order to resolve the issue, the catheter was unlinked at the spine site. The issue was resolved at the time of this report with the patient's status being "alive-no injury". Patient's weight was asked but made unknown. The patient's medical history included, 'multiple infarcts inveying the brain and cervicothoracic spine. Autoimmune work up revealed subclinical hypothyroidism, presence of cardiolipin antibody igg and lupus anticoagulant. He underwent a successful intrathecal baclofen trial on (B)(6) 2021. He wishes to purse placement of an it pump for intractable spasticity.' Additional information from the company representative and confirmed with the physician indicated that the patient's medical history's diagnoses/symptoms were not attributed to a mdt device and/or therapy.

Manufacturer narrative:
See h6 for updated codes: visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.